Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels from 300 to 400s (mg/dl) with moderate ketones. Boluses via the pump and manual injections were used to address bg levels. The cause of the elevated blood glucose levels were unknown. Reportedly, per direction by a healthcare provider (hcp) the customer adjusted the basal rate and carbohydrate ratio settings on the pump. A pump system check was performed and no device issue was identified however, the contact maintained they believed there was something wrong with the pump. The customer reverted to an alternate pump. Reportedly, bg level returned to target range.